Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was difficult to disconnect the following information was received by the initial reporter with the following verbatim . We are experiencing an issue with the maxzero extension set, mz5302. The cap is difficult to impossible to remove. Currently seen in three with lot# 230889258 but not assumed to be limited to that lot number at this point. Additional product assessment pending. Wanted to alert you to this issue and see if bd is already aware and any follow up actions/strategies available.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that we are experiencing an issue with the maxzero extension set, mz5302. The cap is difficult to impossible to remove. No product or photo was returned by the customer. The customer complaint of mz5302 could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.